Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing electro-physiology device implant procedure. The procedure was delayed by more than 20 minutes, and the procedure was completed as planned by removing the screw and re-preparing the sterile field. The field service engineer (fse) visited onsite and confirmed that the lower screw of the banana cover had fallen into the sterile area. The customer reported that at the time of the incident no movements were being made with frontal stand and that the lower screw of the banana cover was fell into the sterile area and almost entered in the incision for the device implant. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the lower screw of the banana cover of the image detector shift module had fallen out. The fse also examined the other screws and found all the other screws to be tight enough. To resolve the issue, the fse tightened all the screws on the frontal stand, hose guide clamps, monitor ceiling suspension (mcs), frontal stand rails, and mcs rails. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the lower screw of the banana cover had fallen into the sterile area, which can impact patient. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.